Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose, no delivery alarm and motor error alarm on the insulin pump. Customer's blood glucose reading was 600 mg/dl. Customer treated their high blood glucose via bolus delivery. Customer advised they drank a soda which resulted in high blood glucose. Troubleshooting for no delivery alarm was performed. Customer received the no delivery alarm during manual prime and advised this was a recurring issue. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer received motor error more than once in a 30 day period. Customer was advised to monitor the insulin pump and call back if the issues persist.